Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) prior to implant. The device was never implanted and replacement status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.